Event description:
A healthcare facility in (B)(6) reported two iw910 mobile infant warmers for a routine performance check. During the routine service conducted by an fisher & paykel healthcare service engineer it was noticed that the power fail alarm on both of the infant warmers was faulty.

Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was performed on the two iw910 mobile infant warmers by a fisher & paykel healthcare service engineer. Results: the preventative maintenance check revealed that the power fail alarm on both of the infant warmers was faulty due to a failed capacitor on the power board. The serial numbers of the two iw910 mobile infant warmers were (B)(4) and (B)(4). Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The fault on the returned infant warmers was discovered during preventative maintenance check with no patient involvement. The iw910 mobile infant warmers were repaired and returned to the customer after passing the necessary safety and performance checks.